Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was confirmed to have a methicillin-resistant staphylococcus aureus (mrsa) driveline infection. The pt was not admitted into the hospital and is at home with antibiotics and will continue to be monitored.